Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee was revised due to the femoral component being malrotated.